Event description:
It was reported that the pt's neurostimulator and lead were explanted due to infection and "spontaneous expulsion". The pt was reported as "unharmed". Additional info was requested.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.